Event description:
The customer obtained a non-reproducible, lower than expected vitros phbr quality control result using a vitros 5600 integrated system. The following result was obtained: vitros phbr gen 41 qc fluid = 51.04 vs. Expected result = 77 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros phbr patient results were reported to the physician during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros phbr quality control result was predicted while using the vitros 5600 integrated system. Expected performance was obtained using on a subsequent run using the same reagent pack. The investigation could not determine a definitive root cause.